Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) was heating. The patient had an ins for cluster headaches, with two leads. Now for 2.5 weeks she has been suffering from attacks where they are bothered by the ins for 5 minutes: it becomes very hot. Pt describes it as if there is something boiling hot inside. These attacks occur almost every day (up to 3 times a day). At the time of such an attack, the pt also has the idea that the ins was warmer than the surrounding skin. Hcp hasn¿t seen the pt since implantation, but they said the wounds look neat, no redness or swelling, and they also have no fever. So, it doesn't seem like an infection, but rather a problem with the ins. Hcp still must see them and measure the system. But they were wondering if technical services (ts) had an idea of what could be going on here before they see the pt. Ts stated that this sensation could indicate that there is something wrong with the integrity of the system. Based on the description of the case, it is possible that there is an (intermittent) integrity issue. It was recommended to palpate the system when the ins is on, and when the stimulation is off (if medically appropriate), to see if then the heating sensation can be provoked. This can help ts get a better understanding if the sensation might be related to the system or not. As a next step, we would recommend verifying the impedances for any abnormalities by performing an impedance test. In case the impedance results turn out to be in-range, it could always be considered to perform multiple impedance test, each when the patient is in a different body position (e.g. Sitting, standing, laying) with the aim of trying to capture potentially affected electrodes, if any (please feel free to share these results with us). In case of an intermittent issue/fluid short, this may help capturing the issue in the impedance results. Next, they could consider performing an x-ray to verify the system¿s integrity. The x-ray can be assessed to see if there are loose connections, a broken lead/extension (note: this may not always show on the x-ray). Based on the impedance test results and the x-ray, they can try to program a different electrode configuration to see whether this may resolve the heating sensation. Additional information was received. No specific incident date could be confirmed. The rep was made aware of this issue on 2024-jul-25. Cause of the ins heating has not been determined. There are no signs of infection. The patient got the ins for seizures (ons), but the therapy has not improved the seizures. No other side effects. Impedances were in normal range (tried sitting, standing and laying down). Stimulation parameters have been changed the issue has not resolved. The ins is not set to be replaced, and logs will be sent on. Additional information was received: it was reported that the rep saw the patient and there were no signs of infection. The occurrences of the ipg becoming very warm decrease in frequency. At the beginning the patient had about 3 occurrences per day, currently there are 1-2 per week. There were no known causes/contributions to the cause of the issue. If the patient stands up instead of sitting during an attack, it does not go away. When it heats up the skin feels warm around ipg, but no redness and no swollen skin. Apart from the occurrences it does not feel warm around the ipg. They had not tried to turn off the ins when it heats up yet. Their next step was to try this to see if it helps the issue. Stimulation has been effective, but no effect on cluster headaches yet. The wounds appear fine with no signs of infection. They tried changing the stimulation settings but they don't know if it's helped resolve the issue yet. No specific error codes were seen. The impedances measured were all within normal values and they were measured while sitting, standing and lying.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep spoke to the nurse. The nurse reported that the frequency of the ins heating is decreasing. For now they will wait to see what happens.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient had met with the hcp on august 02 for reprogramming.